Manufacturer narrative:
Tandem¿s t:slim g4 pump user guide indicates: ¿never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. This can cause serious injury or death from very low blood glucose." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple, minimum fill notifications occurred after filling a cartridge with 120 units of insulin. Reportedly, when going through the load process again, the customer inadvertently delivered 10 units of insulin while remaining connected to the pump. Blood glucose level was 163 mg/dl. Reportedly, a new cartridge was loaded to address the issue.